Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricular output connector was broken. Analysis also found the battery contacts were contaminated and the upper case was damaged.

Event description:
It was reported the ventricular connector was broken. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.